Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis waviness was evident to the catheter shaft. A fractured endoanchor fragment was embedded in the applier housing on receipt of the device and could not be removed. It was not possible to load an in-house endoanchor due to the embedded fragment. No deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an abdominal aortic aneurysm procedure using a heli-fx applier, a machine malfunction occurred. The applier was switched on and the blue light turned off. No other lights displayed following this. The first three endoanchors were loaded and implanted without issue. A complication arose when loading the fourth anchor, which could only be loaded after several attempts and was found to be loaded at an angle; this anchor was unloaded outside the patient at the operating table. The applier was checked visually and no cracks or damage was noted. The remaining five endoanchors could not be loaded correctly and were also unloaded at the operating table. The IFU was followed when using the heli-fx. The procedure was continued using a different sa-85 system, with five additional endoanchors successfully implanted. Per the physician the cause of the event was due to a device malfunction. No patient symptoms, complications, or injuries were reported as a result of this event.